Manufacturer narrative:
Additional information: - lot information provided. - initial reporter address and facility name provided. Investigation results: two 2000e china samples were received for investigation; one of the sample was received in opened packaging from lot 23035351 and the other was received without packaging. The customer reported that the "infusion connection was blocked". A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe. The customer's experienced was confirmed as one of the smartsite's was completed occluded, the piston did not activate and remained closed despite the connection of the syringe. The other sample took several attempts of disconnecting and reconnecting before flow was able to pass through the connector. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that at the start of the assembly process the manufacturing operative is required to measure whether a sufficient amount of flourosilicone is being injected into the smartsite. A review of the production records for lot 23035351 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements have been implemented to the fluorosilicone weighing procedure, with the implementation of a new fixture. Furthermore the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim. In the cardiac surgery department, the nurse's infusion connection was blocked. A green claim was required. No photos were provided. No complaint reply letter or complaint acceptance letter was required.

Manufacturer narrative:
H.3.: if a device evaluation and/or device history review is completed, a supplemental report will be filed.